Event description:
Iritis[iritis]. Cystoid macular oedema[macular oedema]. Case description: spontaneous device report, local ref. N ca20030989, argus n. 2003147305ca. Cross ref. N. 2003147304ca and 2003147306ca. A physician reported that a patient had undergone a ceeon lens (mod 911a) implantation in 2002 in the left eye. In 2003 the patient experienced iritis and cystoid macular oedema and was treated with prednisolone acetate together with other medications. The seriousness criterion was: intervention required. At the time of this report, the outcome of the event was unknown. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event.